Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ¿ (07/28/2014), the lay user/patient¿s meter and test strips have been returned and evaluated on (B)(4) 2014 (meter) and (B)(4) 2014 and (B)(4) 2014 (strip) by lifescan product analysis with the following findings: the meter was tested and an error message is observed in the error log, but the error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When the test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.